Event description:
A company affiliate received a mystique plate report indicating that a revision of a 1 level anterior cervical fusion was required. The plate was observed by an unspecified party to be in multiple pieces on the anterior aspect of the vertebral body. No part and/or lot number info was provided. The temporal relationship from implantation to revision was not provided. The outcome was not available or provided. No add'l info was available at the time of this report.